Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing at the probe wash collar was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a bloody leak from the probe area of the unicel dxh 800 cellular analysis system. The volume of the leak was about 5 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the filed MDR the date received by manufacturer was changed from (B)(4) 2012 to (B)(4) 2014.